Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluation by manufacturer: the device returned to boston scientific consisted of a jetstream atherectomy catheter. The device was visually and microscopically examined for any damage. Visual and microscopic examination revealed no damages. Functional testing was performed by inserting the device into a jetstream console. The device was able to prime and run as intended. Inspection of the remainder of the device, revealed no damage or irregularities. Product analysis could not confirm the failure to evacuate.

Event description:
It was reported that failure to evacuate occurred. The patient had a long-segmented occlusion of the superficial femoral artery (sfa) located in the lower left limb. A 2.1mm jetstream xc catheter was selected to treat arteriosclerosis obliterans in the lower limb. During the procedure, the 2.1mm jetstream xc catheter evacuated a mixture of blood and saline as expected for use of this device. Later in the procedure, the 2.1mm jetstream xc catheter failed to evacuate as expected. The 2.1mm jetstream xc catheter was removed from the patient and tested outside of the body. During testing after use of the device, the 2.1mm jetstream xc catheter did not function as expected. Another device of a different model was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that failure to evacuate occurred. The patient had a long-segmented occlusion of the superficial femoral artery (sfa) located in the lower left limb. A 2.1mm jetstream xc catheter was selected to treat arteriosclerosis obliterans in the lower limb. During the procedure, the 2.1mm jetstream xc catheter evacuated a mixture of blood and saline as expected for use of this device. Later in the procedure, the 2.1mm jetstream xc catheter failed to evacuate as expected. The 2.1mm jetstream xc catheter was removed from the patient and tested outside of the body. During testing after use of the device, the 2.1mm jetstream xc catheter did not function as expected. Another device of a different model was used to complete the procedure. There were no patient complications as a result of this event.